Event description:
The customer reported that the 9600 system shut down during a case. The pt data was lost. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated and the power cord repaired during the service call. The system was tested and found to be working as intended and put back into service.